Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in USA as follows: it was reported that on (B)(6) 2019, the medullary reamer head chipped a fragment off while reaming for an unknown intramedullary nail in the patient's femur. The broken device has been taken out of use. The surgeon used a back up device. It was unknown if there was a surgical delay. Procedure outcome and patient status are unknown. Concomitant devices: unknown intramedullary nail (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is for one (1) 15.0mm medullary reamer head. This is report 1 of 1 for (B)(4).